Event description:
Patient finished her bath. Resident assistant raised chair lift and swung it away from the tub. The chair lift fell/dropped to its lower position. Immediately oil started running out from under the tub. There were no injuries to either the resident assistant or the patient. An oil hose had become loose on the hydraulic cylinder that caused the lift to drop.

Manufacturer narrative:
Manufacturer hired a hydraulic service company to replace hoses and fittings on the above bathing system. Tub is fully operational as of 11-16-06.